Event description:
The reporter experienced an er1 message. He retested with a brand new strip and got a number value. There was no change in treatment, no medical intervention, and no adverse reactions.